Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore a complete device analysis could not be performed. A device history review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who died coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to time of death. Action taken with pd therapy was not reported and it was not reported if the therapy was being performed when the patient died. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.